Event description:
It was reported that the patient received an inappropriate shock due to noise. There was high and rising threshold and erratic impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis revealed no anomalies were found. The analyst commented the partial lead in segments that was returned was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿rising threshold and erratic impedance¿ described in the event. There were no anomalies observed that would contribute to the rising threshold and erratic impedance, and all electrical testing was within specified parameters. In addition a fracture or in-vivo insulation breach was not observed, and there was no blood ingress into the conductors. The full lead was not returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.